Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there were no ultrasound peaks, the system displayed "deregulation", and the measurements were incorrect. An alternate system was used to complete biometry. There was no pt harm. Additional information has been requested.